Event description:
Additional information indicated that the generator and lead were discarded.

Event description:
Additional information was received that there was not reported manipulation or trauma. The patient was having an increase in seizures above pre-vns baseline. He was having 1-2 seizures per day which is what prompted the appointment where the high impedance was observed. There was no specific seizure types noted. The seizures are believed to be related to the high impedance. X-rays were taken but will not be provided to the manufacturer for review.

Event description:
It was initially reported that he patient has a lead and generator replacement. The reason for lead replacement was reported to be due to a lead break. Good faith attempts for addition information and product return have been unsuccessful to date.